Event description:
On (B)(6) 2012, patient reported the infusion sets have leaked insulin near the cannula housing. He noticed the leak when his shirt became wet and his blood glucose elevated. He does hear an audible click when the infusion tube is connected to the headset. He inserts the headsets manually and regularly rotates his infusion sites. His blood glucose elevated to the 400 mg/dl range and he had increased urination, and his target blood glucose is around 100 mg/dl. He changed his infusion site and bolused to treat hyperglycemia. The infusion sets were replaced and requested for evaluation. He did not require treatment from a health care professional or second party to address the issue. Patient called on (B)(6) 2012 and reported his blood glucose returned to normal and he had no further issues.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. (B)(4): product not returned.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications.